Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. It was also found the insulin pump may have been exposed to fluid. Troubleshooting was able to recover the customer's display by inserting a new battery. The customer also received a battery out limit alarm and a failed battery test alarm during troubleshooting. Customer's blood glucose was 62 mg/dl. The customer will be sent a replacement battery cap. No additional information provided.